Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that rv threshold measurements had increased and there was pacing inhibition without asystole. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted an anomaly in the outer conductor coil approximately 19 centimeters (cm) from the terminal pin, and the helix was retracted with dried blood/tissue present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner and outer conductor coils were fractured. The outer conductor coil had a break approximately 18.7 cm from the terminal pin. The location and type of this break appeared consistent with fatigue. The inner conductor coil had a break near the terminal pin, and was thought to have been induced during the explant procedure. The coil break identified 18.7 cm from the terminal pin is the likely root cause of the clinical observations.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, noise, and oversensing. It was noted that the patient was not pacemaker dependent. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.